Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal tube placement is unknown. According to the complainant, on (B)(6) 2014, the jejunal tube was kinked. The jejunal tube was replaced on (B)(6) 2014. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 29oct2014: procedure date is (B)(6) 2014. Procedure name is pej placement. Procedural outcome is completed with this device. No patient complications.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal tube placement is unknown. According to the complainant, on (B)(6) 2014, the jejunal tube was kinked. The jejunal tube was replaced on (B)(4) 2014. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 29, 2014: procedure date is (B)(6) 2014. Procedure name is pej placement. Procedural outcome is completed with this device. No patient complications. It was replaced by an endovive two-port through the peg jejunal tube. Correction: the procedure date is (B)(6) 2012.

Manufacturer narrative:
The exact patient's date of birth is unknown; however, it was reported that the patient was born in 1940.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal tube placement is unknown. According to the complainant, on (B)(6) 2014, the jejunal tube was kinked. The jejunal tube was replaced on (B)(6) 2014. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 29, 2014: it was replaced by an endovive two-port through the peg jejunal tube.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown.according to the complainant, on (B)(6), 2014, the jejunal tube was kinked. The jejunal tube was replaced on (B)(6), 2014.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.